Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the power module was confirmed via visual analysis. The heartmate power module (serial #: (B)(4)) was returned to the abbott european distribution center (edc) for servicing on (B)(6) 2020 and no log files were submitted for review. Damage was observed to the power module housing and battery clip. The power module passed all functional testing except when running with the sla battery despite it being at full charge. During this stage of testing an internal battery alarm activated. The 12v sla battery was replaced, the top and bottom covers of the power module housing were replaced, the battery clip was replaced, and the device was cleaned. Preventative maintenance was performed, and the unit was returned to the abbott rental pool. The root cause of the reported damage was determined to be from the power module falling, as reported. The power module drop may have also contributed to the observed battery failure; however, this could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 08dec2010. Heartmate power module instructions for use section 5 ¿ ¿responding to alarms¿ explains how to properly interpret and troubleshoot all alarms. Heartmate power module instructions for use section 9 ¿ ¿inspection, cleaning, and maintenance¿ explain how to properly care for the equipment. The instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module fell down accidently. A piece of the outer housing was damaged. The power module returned for evaluation.